Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the drill bit for the clearview fell out of the device. The procedure was completed with backup products. No broken pieces remained inside the patient's body. No patient complications have been reported as a result of this event. Additional information was received stating that there were no the intervention performed and there was no patient impact.

Manufacturer narrative:
H3: evaluation of the device determined evaluation determined that the component was detached. The bur wire likely fractured due to high loads while cutting. It was noted that the clearview device was received out of packaging and in used condition. Some tissue wrap was noted just below the head. The tool head and burr wire could be easily removed from the tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the drillbit for the clearview fell out of the device. The procedure was completed with backup products. No broken pieces remained inside the patient's body. No patient complications have been reported as a result of this event. Additional information was received stating that there were no the intervention performed and there was no patient impact.